Manufacturer narrative:
Submit date: 04/15/2009. A investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien in 2009 that a customer had an issue with an insulin syringe. Customer states that as he was going to inject himself, the needle broke and fell to the floor.